Manufacturer narrative:
H.6. Investigation summary: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe plunger is difficult to use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. PMA / 510(k) #: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe plunger is difficult to use. No serious injury or medical intervention was reported.